Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however to date it has not been received.

Event description:
The "balloon" could not be totally deflated during testing. There was no patient involved.